Event description:
The customer's mother stated that the customer's blood glucose level was running high at 200 mg/dl to start off, and when the pod was removed, the customer's blood glucose level was at 400 mg/dl. The customer's mother also stated that when the pod was removed, she noticed that the cannula had never deployed. The customer's mother gave the customer a manual shot of 6 units of insulin. The pod was worn for 8 hours.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to deploy the cannula or to determine the root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.